Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "right hip revised due to periprosthetic fracture. Implants not available to be returned to stryker, no other information available due to hospital policy. Extracted stem and head. " spoke to rep. There are no allegations against the revised femoral head for this femoral periprosthetic fracture revision.